Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While adhesions is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.

Event description:
Information provided to davol via medwatch report: (B)(6) 2005 - patient implanted with mesh for ventral hernia repair following a motor vehicle accident. The patient subsequently had bouts of abdominal pain and bowel obstructions apparently caused by intraabdominal adhesions which required brief hospital admissions in 2006 and in 2009. The patient's symptoms resolved with conservative medical therapies. In 2010 - the patient underwent exploratory surgery for abdominal pain and an abdominal wall abscess was found. This abscess was debrided. Information received from the risk manager on 06/28/2010 reported that the mesh was explanted on (B)(6) 2010.